Manufacturer narrative:
No device sample was returned for analysis, manufacturing records review found no issues or non-conformances. Based on available investigation, no root cause could be established. The relationship between the coopervision device and the incident could not be confirmed.

Event description:
This incident was reported by the patient to the manufacturer, and limited information has been made available. According to the details provided, the patient experiencing unspecified eye infections following the use of three lenses from the six pack . The patient states they were prescribed an unspecified medication and were advised temporary lens discontinuation. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged eye infection with a lack of medical information and potential for serious injury related to some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate.